Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2022-05716, mw # 2210968-2022-05717, mw # 2210968-2022-05719, mw 2210968-2022-05720, mw # 2210968-2022-05722, mw # 2210968-2022-05723. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a abdominal hysterectomy (total) procedure on (B)(6) 2022 and suture was used. The suture broke when sewing in surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/05/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: one unopened sample of product was returned for analysis with the packaging closed. Upon initial inspection of the sample, no external damages were observed on the packet. This product code is multi-strand and contains fifteen strands per packet. Upon visual inspection of the sample, the packet was opened, and the sutures were dispensed without problems and examined along the strand and no anomalies or issues related to breakage suture were observed during evaluation. A functional test was performed, and the tensile strength was above the minimum requirements. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A representative sample was returned to support the investigation of multiple device issues captured in reports mw# 2210968-2022-05716, mw# 2210968-2022-05719, mw# 2210968-2022-05720, mw# 2210968-2022-05721, mw# 2210968-2022-05722, and mw# 2210968-2022-05723. Analysis results have been included in follow-up reports for each.